Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using through the m.r.I. Low-profile port. On (B)(6) 2025, during pre-chemotherapy examinations for the next cycle, palpation revealed the right-neck port catheter was displaced. A chest x-ray confirmed catheter was allegedly detached into the right heart, posing risks of pulmonary artery embolism, pulmonary artery rupture and hemorrhage, cardiac injury, and arrhythmia. Surgical removal of the catheter was performed. During the procedure, the patient exhibited a severe vagal response, presenting with hypotension and bradycardia. The surgery was temporarily suspended. A subsequent elective procedure under general anesthesia is planned. Interim management includes anticoagulation therapy, continuous ECG monitoring, and supplemental oxygen. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported detachment of device, migration and disconnection issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using through the m.r.I. Low-profile port. On (B)(6) 2025, during pre-chemotherapy examinations for the next cycle, palpation revealed the right-neck port catheter was displaced. A chest x-ray confirmed catheter was allegedly detached into the right heart, posing risks of pulmonary artery embolism, pulmonary artery rupture and hemorrhage, cardiac injury, and arrhythmia. Surgical removal of the catheter was performed. During the procedure, the patient exhibited a severe vagal response, presenting with hypotension and bradycardia. The surgery was temporarily suspended. A subsequent elective procedure under general anesthesia is planned. Interim management includes anticoagulation therapy, continuous ECG monitoring, and supplemental oxygen. The current status of the patient was unknown.